Manufacturer narrative:
The device passed unexpected restart error test and displacement test. No unexpected restart error/e21 alarms, reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart. The blood glucose level was 152 mg/dl. Troubleshooting was performed and it observed that the unexpected restart was occurred again. The product will return for the analysis.